Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardiac defibrillator exhibited cross-talk and the atrial lead exhibited noise. Programming changes were made. The patient was asymptomatic and would continue to be monitored.